Event description:
A nurse reported the cassette leaked into the console during a procedure. The leak was noticed after the surgery had been completed, and it was noted that there were no error messages during surgery. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation is in progress. A sample is not expected to be returned. (B)(4).